Event description:
Boston scientific received information that in 2004 the pace/sense portion of this defibrillation lead was surgically abandoned for an unknown reason. The field representative recently reviewed the patient's medical record, due to a competitor's right ventricular (rv) lead issue, and discovered that the pace/sense of this lead was capped due to exit block. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.